Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets fell off during use events on (B)(6) 2024. Infusion set was in use for between one hour to 2 hours. The blood glucose level was reported 90 -196 mg/dl. No further information available.